Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2007 due to patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed the surgery dates and suggest the modular head, taper adapter and acetabular cup were removed and replaced with competitor acetabular components and a biomet taper adapter. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05051 & 05052).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2007 due to patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed the surgery dates and suggest the modular head, taper adapter and acetabular cup were removed and replaced with competitor acetabular components and a biomet taper adapter. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent left hip revision on (B)(6) 2007 due to pain, leg length discrepancy, limping and a clunking noise. Operative report noted the presence of yellowish fluid, bursitis, anterior capsule creating an impingement, and a well ingrown cup and stem. The modular head and taper adapter were removed and replaced.